Event description:
It was reported that the catheter was unable to pace after 5 days of use. Another catheter was used. There were no patient complications reported.

Manufacturer narrative:
Device not returned.